Manufacturer narrative:
(B)(4). The returned product consisted of a angiojet solent omni thrombectomy system.. There was fluid in the boot. The pump, hypotube, shaft, and tip were microscopically and tactile inspected. Inspection revealed damage (tip kinked) to the tip and numerous kinks in the distal end of the shaft and the hypotube, with the hypotube fractured about 12mm from the tip of the catheter. Functional testing was performed and the device could not complete the prime cycle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 09aug2017. It was reported that the catheter would not prime during the preparation. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure to treat a thrombosis in the portal vein. During preparation the catheter would not prime. The physician reset the system; however the catheter was still unable to prime. There were no visible defects to the catheter or console. The procedure was completed with a different device. There were no patient complications and the patient's condition was stable. However, device analysis revealed the hypotube was fractured.